Manufacturer narrative:
(B)(4). One used lf5544 ligasure was received for evaluation. The reported condition of the jaws not opening was confirmed. Visual inspection found the knife is trapped protruding from the jaws. The investigation found the jaws were stuck shut due to the knife being trapped and protruding from the jaws. The knife did not extend or retract when the trigger was activated. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The IFU cautions: do not turn the rotation wheel when the handle is fully closed and latched. Product damage may occur. Do not apply force to the shaft of the instrument causing tension or bowing as this could make the knife difficult to deploy and the trigger may not return to its normal position. The IFU states to gently pull the cutting trigger to engage the cutting mechanism. The IFU cautions confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that the jaws of the device would no longer open during the procedure.